Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of 400 mg/dl. When attempting to deliver a correction bolus, the customer reported that the insulin "gets stuck in the luer lock connection". The customer disconnected the luer lock and an air bubble was observed. Insulin delivery was resumed; however, the customer felt that insulin had been wasted. The customer was to meet with a healthcare professional to discuss the "pump options".